Event description:
Hcp reported that pt returns for refill with device reservoir "bone dry." Pt never has withdrawal symptoms. Pt is poor on returning for follow ups. Pt insisted on x-ray at the last refill and a catheter break was found. It is not known when the break occurred. Pt is now maintained on oral baclofen and is "not that tight." Pump has been turned off.